Event description:
The leads were returned to the manufacturer after being prophylactically explanted and replaced due to growth of the patient. The leads subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead found the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 4965-15 lead, implanted: (B)(6) 2006. (B)(4).